Event description:
It was reported that during an open colorectal surgery procedure, apparently the clips don't close correctly and often fall off. They don't stick to the skin. His second complaint about the pmw is that often he is not able to remove the pmw stapler afterwards as it sticks to the clips and the skin. Procedure was prolonged five minutes. Another like device was used to complete the procedure. There were no consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information:[surgeon] has been working with this product since years and has over 20 years of surgical experience and knows the steps to use.

Manufacturer narrative:
(B)(4). Device a was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining 34 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. Device b was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining 31 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. Device c was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining 39 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. A batch record review was performed and no anomalies were found during the manufacturing process.